Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient called to report that the cannula of the infusion set has been coming away from her body during the night when she has been asleep. She reports that on some occasions she has awakened to find her blood glucose is too high. No adverse event alleged. A request was made for the return of the device.